Event description:
It was reported that loss of capture and a decrease in sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a perforation was observed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.